Event description:
The customer reported one patient specimen run on their ac*t diff 2 instrument produced lower hgb and hct results with instrument generated flags on rbc / indices compared to a redraw of the same patient run on a reference instrument. The discrepant results were not reported out of the laboratory; hence no death, injury, or affect to patient treatment was reported in association with this event. The customer informed the customer technical specialist (cts) over the phone the initial specific patient specimen was collected via a port draw and run in a closed vial whole blood (cvwb) mode. The customer also stated the volume of sample was low when run on the act diff 2. The patient was redrawn with sufficient volume and run on the reference instrument. The customer acknowledged this issue was most likely sample collection / volume related. No collection details were provided for the redraw. Review of the data also shows lower wbc, rbc / indices, mcv and plt results compared to reference results. Initial run had instrument generated flag on all cbc results except for wbc and hgb. Controls were run before the event and were within specification. The instrument is currently performing within qc specifications. No other samples exhibited this issue. Service was not generated for this issue.

Manufacturer narrative:
The cause of this event is unknown, however, it is most likely attributed to sample collection due to user error as the initial sample volume was low and the sample was drawn from a port with sample integrity/collection questionable by the customer.